Manufacturer narrative:
The lead has not been returned at this time. If it is returned, analysis will be performed, and this report will be updated.

Event description:
It was reported that during the attempted implant of this lead, when the lead was placed on the interventricular septum, sensing measurements were flat. Troubleshooting was performed, but the issue was not resolved. A lead fracture was alleged, and a new lead was implanted. No adverse patient effects were reported.

Event description:
It was reported that during the attempted implant of this lead, when the lead was placed on the interventricular septum, sensing measurements were flat. Troubleshooting was performed, but the issue was not resolved. A lead fracture was alleged, and a new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.